Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was not returned to olympus medical systems corp. (Omsc), therefore omsc cannot investigate the device. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Based on the information that an event occurred during laparoscopic surgery, omsc assumed that the image was temporarily interrupted due to electromagnetic noise propagating to the video cable when the electric knife was used. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
The device has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
During a laparoscopic surgery, the endoscopic image disappeared for a few seconds. The otv-s300, the medical control unit uces-4, digital video routing switcher nsm and the monitor lmd-x310st were used in the procedure. The procedure was continued and completed. There was no report of patient injury associated with this event.